Event description:
The patient stated that his infusion device was beeping continuously and displaying 3.0 with four dashes. He stated his power pack had been in use for less than one month. He stated he was aware of the power pack recall, but thought he was supposed to change the power once a month. He was advised to change the power pack every two weeks. He was instructed to insert a new power pack into the device and the device functioned properly. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.